Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a ventricular tachycardia (vt) at a rate of about 250 bpm, but no shocks were delivered by the device. The vt was stopped after an IV of lidocaine. When the patient was brought in, the electrocardiogram (ECG) showed the non-boston scientific leadless pacemaker was pacing and the s-ICD did not store any treated or untreated episodes. It was noted defibrillation threshold (dft) testing in the catheterization lab was successful when tested with pacing from the leadless pacemaker. At this time, the sense vector was reprogrammed from primary to alternate and with a single zone at 170 bpm. The physician requested to know why no shocks were delivered for the patient's arrhythmia. Additional information was received. After monitoring the patient beside the bed, the ECG monitor showed some vt. However, with the programmer, only pacing by the leadless pacemaker at 60bpm was observed. The s-ICD was interrogated and the three vectors were captured. The patient was still in vt, but again only the 60 bpm pacing was observed on the captured s-ecgs. No additional adverse patient effects were reported. The s-ICD system remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a ventricular tachycardia (vt) at a rate of about 250 bpm, but no shocks were delivered by the device. The vt was stopped after an IV of lidocaine. When the patient was brought in, the electrocardiogram (ECG) showed the non-boston scientific leadless pacemaker was pacing and the s-ICD did not store any treated or untreated episodes. It was noted defibrillation threshold (dft) testing in the catheterization lab was successful when tested with pacing from the leadless pacemaker. At this time, the sense vector was reprogrammed from primary to alternate and with a single zone at 170 bpm. The physician requested to know why no shocks were delivered for the patient's arrhythmia. Additional information was received. After monitoring the patient beside the bed, the ECG monitor showed some vt. However, with the programmer, only pacing by the leadless pacemaker at 60bpm was observed. The s-ICD was interrogated and the three vectors were captured. The patient was still in vt, but again only the 60 bpm pacing was observed on the captured s-ecgs. No additional adverse patient effects were reported. The s-ICD system remains implanted and in service. Engineering analysis of the available device data could not determine the root cause for the observations. It was suspected that the pacing spikes from the leadless pacemaker were affecting the s-ICD sensing. It was noted the patient was waiting for a heart transplant.